Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had exposed wire threading at distal end/tip of scope. The malfunction was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported failure occurred due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.